Manufacturer narrative:
Not returned to manufacturer.

Event description:
(B)(4) : revision due to instability and progressive kyphosis. Initial surgery date : (B)(6) 2015 / revision date : (B)(6) 2017. Patient is doing fine. Additional information was requested.

Manufacturer narrative:
Requested images were received by manufacturer on 23 oct 2017. Analysis of the images shows that no mobi-c device were implanted. This is not an ldr medical product is not mobi-c. Investigation won't be further and root cause won't be determined as provided data show the event is not related to an ldr medical product